Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump. The blood glucose value of 250 mg/dl. The customer reported hat the pump is malfunctioning. The customer stated that a crack from the battery to the back of the pump of the pump. The event involved product(s) mmt-332a, mmt-242a, and mmt-1880. Troubleshooting was performed for the high blood glucose and the customer was not using the auto mode feature at the time of the event. The customer has been using the insulin pump system within 48hours of the reported high blood glucose event. No product return is required for mmt-332a. No product return is required for mmt-242a. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, selftest, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Pump¿s history and trace files downloaded successfully using thump software. Pump was cut open to perform visual inspection and found moisture damage on the pcba1. Unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, cracked keypad overlay, stained keypad overlay, overlay scratched, keypad overlay texture damage, keypad overlay peeling, missing display window/cover, cracked battery tube threads, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed from battery to the back. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.